Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer is having discordant hiv results. The following information was provided by the initial reporter. The customer stated: we're having some discordant hiv results and we've discarded analytic errors. Dr. Also asks if these tubes might interfere with corpuscular volume results.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Manufacturer narrative:
The following fields were corrected and/or updated: d4. Medical device lot #: 2292024. D4. Medical device expiration date: 31-oct-2023. H4. Device manufacture date: 19-oct-2022. H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to erroneous results as all samples met specifications. Further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. Additionally, clinical testing could not be conducted as infectious disease assays, in this case hiv testing, are excluded from bd clinical laboratory protocols. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e customer is having discordant hiv results. The following information was provided by the initial reporter. The customer stated: we're having some discordant hiv results and we've discarded analytic errors. Dr. Also asks if these tubes might interfere with corpuscular volume results.